Event description:
Rn states the g-tube was placed 3/24/98. Physician was removing g-tube for routine replacement. Upon traction removal the dome detached from tube and remained in pt's stomach. Physician decided to let dome pass. Placed another 20fr g-tube. Discussed with rn per instructions for use co does not recommend letting dome pass.